Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital ((B)(6) hospital; hospital address: (B)(6) hospital / (B)(6)) on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 49 and 71 hours. The site was reported to be swollen with purulent discharge. The patient was treated with liquid flucloxacillin. It was also reported that the patient had blood tests but the nature and results of these tests were not reported.